Event description:
Additional information received reported that the patient was going to get a CT myelogram to examine their stimulation system and the space in their vertebral column. A revision was going to be addressed after the test.

Event description:
The healthcare professional reported during a follow up appointment on (B)(6) 2015 that the reported symptoms resolved. No intervention was required.

Event description:
It was reported that 1.5 years prior to the call the patient fell. Six months after the fall the patient¿s device started working ¿on and off¿ and they were feeling intermittent therapy. Sometimes they would feel therapy and sometimes they would not. When the patient did feel stimulation it was comfortable and in the right place. The manufacturer representative met with the patient and performed an impedance check. The therapy impedances were noted to be fine. The electrode impedances were as follows: contacts 2,3- = 2236 ohms contacts 1,3- = >4,000 contacts 1,2- = 3141 contacts 0,3- = > 4000 contacts 0,2- = 3141 contacts 0,1- = >4000 contacts 3,c- = ??? Contacts 2,c- = 1679 contacts 1,c- = 2147 contacts 0,c- = >4000 programming was set at -1, +2, -3, 3.8v, rate of 40us, and a pulse width of 60. Longevity calculations on the current settings estimated 92 months. No intervention or outcome was provided however additional information has been requested. If received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1990, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).

Event description:
The patient also saw an amber light on their patient programmer. It was checked by the manufacturer representative and was working normally.